Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log were not provided, therefore no review could be performed. Device was not returned to france for investigation as repairs were carried out locally by nova scotia health canada. As reported in the complaint, the air in line alarm were intermittently triggered. The problem was verified by nova scotia. They tested the pump and the "air in line" alarm remained active for three infusions. They disassembled the pump and reset the air sensor ribbon connector, then they reassembled the pump and performed a pm procedure. The device was repaired, and the issue was resolved by resetting the air sensor ribbon connector. After repairs, the pump fulfilled the full pm process. So, no spare parts were replaced during the repairs. The failure of this issue is due to the disconnection of the air sensor ribbon. However, the root cause could not be identified. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Air alarm. Ribbon cable was found disconnected. There is no evidence of mishandling therefore a pump/design issue cannot be excluded. More information is needed to fully investigate the issue.